Event description:
The advocate stated the customer tested her blood glucose and received a reading of 24 mg/dl using her contour meter. She retested using the advocate's contour and received a reading of 337 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips for evaluation. Replacement test strips were sent to the customer.